Event description:
The customer reported the system displayed an overload fault error message. This error message will likely cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. However, no conclusion an be drawn as repair information is unavailable at this time.